Event description:
It was reported to philips that a cooling unit leak and rotor error prevented imaging on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the tube cooling unit and couplings on hoses, and verified the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).